Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's dbs lead extension was fractured and the patient experienced ineffective therapy. X-ray confirmed lead extension fracture. As a result, surgical intervention is pending to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead extension was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.